Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely with atrial fibrillation (af) caused by competitive atrial pacing from the pacemaker. The af terminated on its own. Patient was then brought in to the clinic where the device was appropriately reprogrammed. Patient was stable after the event.